Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).